Manufacturer narrative:
It was reported that the "cardanic flat arm is bent". It was determined that the unit appeared to be bent due to slight separation in the epoxied joint where the cardanic arm met the head of the cardanic configuration. A MDR was filed on this unit as a precaution. Regulatory and quality teams were unsure of the structural dependency on the epoxy at the joint. Based on feedback from the design team, that joint is structurally supported by a support pin and tightly pulled internal wiring. This unit was returned to stryker and specifically inspected by the (B)(4) team. They concluded that the unit was indeed structurally supported by the support pin and internal wiring at the joint where small separation in the epoxy was visible. They conveyed a low probability of the unit becoming fully separated because of these additional structural components to the epoxy. Thus, the risk line associated with this failure is "equipment is damaged and can be used safely", which is an s0. Because of the low severity related to this event, MDR's for similar events will not be filed moving forward. The root cause for the small separation is undetermined. Based on stryker's (B)(4) team's analysis, it is likely that the unit experienced an unintended increase in load or impact, which would be attributed to customer misuse.

Event description:
It was reported that the cardanic flat arm is alledgedly bent. There were no injuries or adverse consequences reported.

Manufacturer narrative:
It was reported that the cardanic flat arm is allegedly bent. The account noticed that the light was drifting and they had to continuously tighten the cardanic brake screw. A stryker field service technician (sfst) observed that the cardanic weld may have been compromised. A new cardanic was installed. There were no injuries or adverse consequences reported. A supplemental MDR will be filed if deemed necessary pending conclusion of the stryker quality engineer's investigation.

Event description:
It was reported that the cardanic flat arm is allegedly bent. There were no injuries or adverse consequences reported.